Event description:
It was reported that two days after a pulsed field ablation procedure, discomfort was experienced in the patient's throat and when an endoscopic examination was performed, esophageal inflammation accompanied by hematoma was observed in the esophagus. It was suggested that there was a high possibility that the inflammation occurred due to physical contact with the tube inserted from the laryngeal mask used during the ablation. The patient was hospitalized for conservative observation. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.